Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/14/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During analysis of the sample a crease was observed on the anterior view. A tear measuring approximately 3.4 cm was observed on the anterior extending to the posterior view. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures as this can result in rapture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/21/2019 mentor became aware that the correction report submitted on that same erroneously reflected the date received by manufacturer as 7/21/2019. The correct date is 6/21/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/21/2019 mentor became aware that the supplemental report on that same date erroneously omitted the following statement: a manufacturing record evaluation (mre) was performed for the finished device number 7373180, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a 190cc mentor memorygel breast implant and experienced left sided rupture, noted during implant exchange, post procedure. Bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed.